Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 03/07/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses possible outcome of fractured tubing/leak(s) as follows: precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Adverse events: deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have "fracturation-silicone tubing." The lap-band port was removed and replaced.

Manufacturer narrative:
Taper ii supplement #1 - medwatch sent to FDA on 07/27/2016. Additional information: device available for evaluation?, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted brown particles on the outer surfaces of the port, port septum, port base, and port tubing. Non-penetrating nicks and scratches were noted on the port, and on one port hole. The tubing was noted to be separated upon return. A port leak test was performed, and leakage was noted from this separation on the tubing. A fill test was performed on the port, and noted blockage; no fluid could be injected into the port. Microscopic analysis noted that the port tubing and band tubing were broken with striations consistent with a surgical end cut to remove the device. Under microscopic analysis, an unidentified opening was noted on the band tubing. Non-penetrating nicks were also observed on the band tubing. Some wear and thinning was noted near the taper tubing junction.

Manufacturer narrative:
Upon further review, which included assessment of additional information from the reporter, the country of the initial reporter has been updated.